Manufacturer narrative:
The device has been rec'd, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Results of the device evaluation, device history record review and product family complaint trend review will be provided in a f/u medwatch report.

Event description:
In 2007, it was reported to boston scientific corp. That while using a hydra jagwire during stent placement, on a female pt, the "distal tip of the device has been lost in pt". The physician removed the hydrophilic tip and successfully completed the procedure using another device. No pt consequences were reported.